Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and serial number, unavailable at the time of filing. Device manufacture date is not available at time of filing. The tall spine clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring on the tip of the adjustment screw has been pulled off and was missing. The screw would be able to close the clamp but no release it. Analysis found that the reported event was related to a mechanical issue. The issue was resolved upon part replacement and the system was functioning as intended. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the tall spine clamp was broken. There was no patient present.

Manufacturer narrative:
Additional information: device manufacturing date provided. If information is provided in the future, a supplemental report will be issued.